Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side rupture with late seroma and capsular contracture, baker IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a right side rupture with late seroma. And capsular contracture, baker IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #2. Aware date should have been listed as 12/nov/2024. Additional, corrected and/or changed data: g.3 for supplemental #2.

Event description:
Explanting physician reported a right side rupture with late seroma diagnosed by ultrasound, and capsular contracture, baker grade IV. Later explanting physician provided cytology examination result which mentioned ¿breast implants seroma". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). Observed opening device assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure crease fold was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Explanting physician reported a right side rupture with late seroma diagnosed by ultrasound, and capsular contracture, baker grade IV. Later explanting physician provided cytology examination result which mentioned ¿breast implants seroma". The device has been explanted and replaced with another manufacturer's device.